Event description:
Caller reported a malfunction on the pump, indicating error code malf 0, which was resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Customer received assistance from technical support to reset the pump and no recurrence of the malfunction code was detected. Customer was advised to call back if any issues recur and understood the instructions, allowing continued use of the pump.